Event description:
It was reported that this right ventricular (rv) lead exhibited gradual shock impedance. The shock impedance reached a high out of range value. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that technical services (ts) advised potential causes for the gradual increase in impedance and suggested following actions, such as isometrics and defibrillation threshold (dft) testing. The lead remains in use. No adverse patient effects were reported.